Manufacturer narrative:
The reported event was not confirmed as all components were present and intact. There was no observed device problem. Therefore, manufacturer report # 0001811755-2015-04475 ((B)(4)) was filed in error.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the cap on the pivot pin. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported. Upon further investigation by the manufacturer, it was found that the device was fully intact and the cap on the pivot pin was not missing as originally reported.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the pivot pin. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.